Event description:
Dealer stated that the pilot valve on an (B)(4) concentrator is contaminated. Per independent repair center statement, the unit was alarming and shutting down. The key failure was the pilot valve, for the manifold, being contaminated. Additional malfunctions were: power switch, for the control panel, having a short circuit; the sieve bed being saturated.